Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, wear, deterioration, deformation, degradation or some kind of physical stress without any design or manufacturing issue is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a detached rubber cover at the forceps channel port. No patient injury occurred. If this malfunction were to recur, it could cause or contribute to serious injury.